Manufacturer narrative:
Concomitant products: product ID 377760, lot# v421065001, implanted: (B)(6) 2010, product type lead; product ID 37 083-20, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743 serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3986a, lot# n246277, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation from their implantable neurostimulator (ins). Impedance measurements showed values of >20, 000 ohms when the lead + extension were inserted into the connector block. Group a1 had a setting of electrode #0(-), 1(-), 2(+), 450, 3.0 volts. Group a2 had a setting of #9(-), 10(+), 450, 3.0 volts. It was noted that all connections were flushed and that they ¿looked good¿ post-operatively. Follow up information received on (B)(6) 2010 reported that the patient was not getting pain relief that they had hoped for from the stimulation therapy. Additional information received on (B)(6) 2010 reported that the patient¿s physician implanted another lead (giving the patient 2 sacral leads and 1 percutaneous lead). It was noted that the patient was getting stimulation to where they needed it but was still not satisfied with the pain relief. The patient was to follow up with their physician to determine what the next steps would be. Follow up information received on (B)(6) 2010 reported the impedances measurements, as far as known, were still out of range. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).